Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose levels reaching 40 mg/dl. Reportedly, customer's pump settings needs to be adjusted. Customer disconnected from the pump, ate sweets, and drank juice to bring bg levels back to target range.